Event description:
It was reported that a physician in iran contacted technical services regarding a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) device. The patient's device was implanted in the netherlands but the patient was now living in iran. The patient had received several shocks from the device, but the physician's programmer could not interrogate the device due to a mismatch in software and the physician was seeking recommendations. At this time, it is unknown if the delivered shocks were appropriate for an arrhythmia or were inappropriate. The patient has a history of receiving inappropriate shocks due to t-wave oversensing while in the netherlands. Additional information was provided indicating the shocks occurred while the patient was flying to iran. Once in iran, the patient located a facility that could check the s-ICD, but encountered the issue of the iranian programmer having a different software than what was needed for the patient's device. Additional information was received. As the device was still not able to be interrogated in iran after a month, the patient returned to the netherlands. A remote interrogation was performed and the episodes were reviewed, showing the patient received four inappropriate shocks over three treated episodes that were caused by t-wave oversensing. The patient will be seen in the hospital for evaluation and troubleshooting. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.